Manufacturer narrative:
Eviva disposable received and tested , only the introducer was returned for investigation. Visual inspection was performed, the introducer showed several holes , the tip was bent and had holes around the sheath. Functional testing could not be performed since only the introducer sheath arrived. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. A medwatch report was received under mw5104935

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during an eviva procedure on october 20th, when the customer removed the needle from the introducer from the breast they noticed that the introducer had holes in it and was missing small pieces. It is unknown if the pieces were left in the patient´s breast. The patient was scheduled for an additional excision due. No other information is available.